Event description:
This report is being filed after subsequent review of the following journal article, singh, a.k., arun, g.r., narsaria, n., and srivastava, a., (2014), treatment of non-union of humerus diaphyseal fractures: a prospective study comparing interlocking nail and locking compression plate. Arch orthop trauma surg, 134, 947-953. The authors conducted a prospective comparative study to compare outcomes and complications of humeral diaphyseal fracture non-unions managed with humerus interlocking nail (hil) and locking compression plate (lcp). The inclusion criteria were as follows: age between 16 and 65 years and diaphyseal humerus fracture non-union following conservative or operative treatment. Forty patients with non-union of humeral diaphyseal fractures were included in this study and were randomly allocated into two groups; group a had twenty cases treated with synthes antegrade interlock nailing (hil) and group b had twenty cases treated with synthes 4.5 mm lcp. All patients were followed up at one month intervals for the first six months after the surgery, then at two-month intervals for the next six months and then at three-month interval for next one year after surgery. Iatrogenic radial nerve palsy was reported in two cases in group b; both case of iatrogenic radial nerve palsies spontaneously recovered with conservative treatment within 6 months. One case had delayed union in group b which was treated conservatively and the fracture achieved solid union in 13 months after surgery. One case, a (B)(6) year-old female, in group a had non-union which was treated with nail removal, freshening of edges and lcp fixation with autologous iliac crest bone grafting and fracture achieved union uneventfully. This report is for an unknown nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown nail. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.